Event description:
The patient reported that since his device was turned off a week prior, the patient reported an increase in seizures. He also had tried to use the magnet but doesn't feel the stimulation. (However, he never felt stimulation before). No further relevant information has been received to date.